Manufacturer narrative:
Additional info: h.6.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices alarming on and off. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
Investigation conclusion: the reported complaint of pcu keypad failures were confirmed on seven returned keypads during testing. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device inspection: seven (7) bd front case keypads were returned for this investigation with the following information noted on the keypad flex cable: front case/keypad p/n tc10013664 (printec), (qty 5) lot # 069067 / (qty 2) lot # 067225, all keypads showed a manufacturer date of jan2020. Root cause analysis: electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3: only keypads were provided for the investigation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices alarming on and off. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices alarming on and off. There was no patient harm. The issues were noted prior to patient use.